Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarms. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer perform self test and test was passed. Customer reported that she had other insulin pump error with other insulin pump that had replaced. Customer did not hear the insulin pump beep. Customer reported that they did hear beeps when audio volume settings was saved. Customer reported that they did hear the differences between the two audio beep volumes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.